Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Event description:
Patient's parents contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, the patient experienced a hardware failure. Dexcom technical support advised the patient's parents to reset the device on (B)(6) 2014. Patient's parents did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).